Manufacturer narrative:
Upon investigation, the test strips were discolored. Visual analysis of test strips revealed a discoloration of the reaction field. The vial was closed with the wrong cap. The discoloration of the test strip reaction field indicates that the test strips were exposed to external (outside of the container) influences, e.g. Light or humidity. Immediately after removing a test strip, the container has to be closed again with the desiccant stopper in order to avoid the remaining test strips from deteriorating through exposure to external influences. The strip has to be used within 10 minutes after removing out of its container. The strip has to be kept away from strong light sources. No customer material can be investigated in this case. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.

Manufacturer narrative:
Relevant retention test strips (lot 361439) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The customer returned the test strips open and the end of the container was missing. The investigation is ongoing. The event occurred in (B)(6). The occupation is lay user/patient.

Event description:
The initial reporter complained of a questionable inr result from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory reagent was asked for but not provided. At 08:30 am the result from the meter with capillary blood was 5.9 inr. At 08:40 am the result from the laboratory with venous blood was 1.44 inr. The customer's therapeutic range was 2.0 - 3.0 inr.